Manufacturer narrative:
It was reported that the patient was experiencing power switching events. The controller, (B)(4), four (4) batteries, (B)(4), and one (1) controller ac adapter, (B)(4), were returned for evaluation. Various analyses were conducted and reviewed to evaluate the performance of the devices in relation to the reported event. Review of the controller's manufacturing records confirmed that the associated device met all requirements for release. Failure analysis of the returned controller revealed that the device passed functional testing but failed visual inspection due to a loose power port one (1) connector with the o-ring gasket displaced. Additionally, the power port two (2) was found with the o-ring gasket displaced although the locknut was tight inside. The loose connector is an additional observation not related to the reported event. Based on an investigation conducted by the supplier, the most likely root cause of the loose connector can be attributed to inadequate thread lock, an inconsistent thread lock cure time and an inadequate torque application during the assembly process. Failure analysis of the returned batteries and controller ac adapter revealed that the devices passed visual inspection and functional testing. Log file analysis revealed that the controller, (B)(4), contained the smr software. The software upgrade contains a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections involving batteries (B)(4). The most likely root cause of the reported event can be attributed to momentary disconnections between the controller and batteries. (B)(4): heartware has opened an internal investigation to address momentary disconnections. Brand name: heartware® ventricular assist system - battery. (B)(4) - battery: device evaluated by manufacturer: yes. Brand name: heartware® ventricular assist system - battery. (B)(4) - battery: device evaluated by manufacturer: yes. Brand name: heartware® ventricular assist system - battery. (B)(4) - battery: device evaluated by manufacturer: yes. Brand name: heartware® ventricular assist system - battery. (B)(4) - battery: device evaluated by manufacturer: yes. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The controller is a microprocessor unit that controls and manages the system. It sends power and operating signals to the blood pump and collects information from the pump. The controller requires two power sources for safe operation: either two batteries, or one battery and an ac adapter or dc adapter. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. They also outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together to prevent damages. It is outlined to inspect the power connections and pins once a week, one at a time when changing the power source. The IFU further warns that damaged equipment should be reported to the manufacturer and inspected. Additionally, there is a warning to keep spare, fully charged batteries and back up controller available at all time. The device labeling warns that disconnecting the controller from the driveline and disconnecting both power sources (batteries and ac or dc adapter) at the same time will stop the pump. At least one power source must be connected always. Additional system component being reported for this event: battery/(B)(4) - cat log-1650de, exp date- 04-30-2016, MFR date-04-30-2015, return date 04-20-2017. Battery/(B)(4) - cat log-1650de, exp date- 04-30-2016, MFR date-04-29-2015, return date 04-20-2017. Battery/(B)(4) - cat log-1650de, exp date- 02-30-2016, MFR date-02-26-2015, return date 04-20-2017. Battery/(B)(4) - cat log-1650de, exp date- 02-30-2016, MFR date-02-26-2015, return date 04-20-2017. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient experienced a possible power switching event. All devices suspected to be involved in the switching event were exchanged. There were no reported patient consequences associated with this incident. No further information was provided.